Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. That would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported clip open while establishing final arm angle] could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opening when establishing final arm angle (efaa). It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). One clip was implanted without issue and a second clip delivery system (cds) was advanced. The clip grasped the leaflets and while establishing final arm angle (efaa), the clip opened. The steps were performed a second time, per instructions for use (IFU), and efaa was successful. The clip stayed closed and was implanted without issue, reducing mr to grade 1-2. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.